Event description:
It was reported that during a remote follow up, loss of capture, far field p-wave oversensing, and r-wave amplitude variation were noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, far field p-wave oversensing and r-wave amplitude variation. As received, a partial lead (distal portion) was returned in one piece with the helix extended and clogged with blood/tissue. The full helix length was measured to be within specification. The reported events of loss of capture, far field p-wave oversensing and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.